Manufacturer narrative:
Date rec¿d by MFR:08apr2019. Information was received that the noise was from the ventilator blower and no error code was found. The customer declined service/repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had an error and made a noise. Additional information about the event has been requested. No patient harm reported. Event date not specified; estimate used.